Manufacturer narrative:
Customer changed event info after getting out of rehab and accuracy is suspect. (B)(4) reportable burn complaint rate (stayiing within 200 character limit)

Event description:
(B)(6) called bear down brands on (B)(6) 2023 (this is the code for connection failure and the pad does not work at this point). She then also stated that six months prior she had suffered a burn incident and she has been using the pad since but now it is malfunctioning. She describes that six months ago the autoshutoff did not work and she suffered severe burns on her arms and legs with significant scarring. She stated that the unit showed the f error afterwards (B)(6) 2023 bear down brands requested photos of the burns and any medical reports that jessica had and sent an email with questions about the incident and was told to email the photos back with the answers to the questions. 20apr23 bear down brands sent return ticket to send heating pad back for investigation (B)(6) 2023 bear down brands followed up on emailed questions and return of pad (B)(6) 2023 bear down brands followed up on emailed questions and return of pad (B)(6) 2023 customer emailed explaining that she had been in a hospital rehabilitation facility and that is why she was late in responding (B)(6) 2023 customer responded with model peht24rt-g, that the incident happened after the second night using the heating pad (date was not provided), it was on the highest setting, she only used the heating pad one other time prior to the incident, she suffered second degree burns and wound infection, she does have photographs and that she had to go to the hospital and doctors (again, did not provide any detail) (B)(6) 2023 bear down brands resent the return label to send the product back. Jessica never responded, never sent photos of burns, never sent any medical records and never returned the product.